Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the most recent repair record determined the depth bar had side play. The reciprocating arm, bearings, o-ring, and seal were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome was to split the skin graft but instead of splitting the skin graft the machine took skin down to fat. An additional graft was required from the patient. There was a 1-15 minute delay in procedure. No additional consequences have been reported as a result of this malfunction.